Event description:
A surgeon reported that a glaucoma shunt was explanted fifteen days following the initial implant due to the shunt being clogged. The surgeon reported the patient has chandler syndrome of ice (irido-corneal-endothelial syndrome). The patient had a trabeculectomy performed prior to the glaucoma shunt implant, but her intraocular pressure (iop) remained high. Following the shunt implant, the patient's iop increased again. The surgeon tried to perform a needling procedure on the shunt thirteen days following the implant procedure, but the high iop did not recover. At that point, the surgeon concluded the shunt was clogged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the device history record (DHR) could not be reviewed, as no data regarding the product identity was given. All products pass 100% final inspection. The shunt's lumen appeared to be clear, with no blockage. The complainant statement "clogged" could not be confirmed. The root cause could not be conclusively determined and does not seem to be device related. Additional information has been requested. (B)(4).